Event description:
It was reported that the pump battery could not be charged using the Tandem-provided charging cable. There was no adverse impact to the customer's blood glucose level. The pump was able to successfully charge the pump with an alternate charging cable.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.